Manufacturer narrative:
Concomitant medical products and therapy dates: erbe electrosurgical unit - unknown model. Investigation evaluation: the products said to be involved were returned in one open pouch from the lot number provided in the report and one clear open pouch with no product label on the pouch. The label matches the products returned. Two (2) out of the three (3) devices reported by the user were returned. Used device 1: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The handle was manipulated and the snare head would open and close as intended. A functional test was performed by advancing the device down a pentax colonoscope (2.8 mm channel). The endoscope was placed in a curved position. The handle of the device was manipulated and the snare head would open and close with no resistance felt. During a visual inspection of the device, no damage was noted. The continuity from the electrical pin to the snare head was tested with an ohm meter and passed. An additional functional test was performed by attaching the active cord to the electrical pin. The active cord connected to each device easily and remained securely connected. The device was connected to a valley lab generator and power was applied. The snare cut simulated tissue as expected. Used device 2: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The handle was manipulated and the snare head would open and close as intended. A functional test was performed by advancing the device down a pentax colonoscope (2.8 mm channel). The endoscope was placed in a curved position. The handle of the device was manipulated and the snare head would open and close with no resistance felt. During a visual inspection of the device, no damage was noted. The continuity from the electrical pin to the snare head was tested with an ohm meter and passed. An additional functional test was performed by attaching the active cord to the electrical pin. The active cord connected to each device easily and remained securely connected. The device was connected to a valley lab generator and power was applied. The snare cut simulated tissue as expected. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use contains the following information to assist with proper set-up and use of the device: "before using this device, follow recommendations provided by electrosurgical unit manufacturer to ensure patient safety through proper placement and utilization of patient return electrode. Ensure a proper path from patient return electrode to electrosurgical unit is maintained throughout the procedure." "Inspect active cord. Cord must be free of kinks, bends, breaks and exposed wires to allow for accurate transfer of current. If an abnormality is noted, do not use active cord." "With electrosurgical unit off, prepare equipment. Securely connect active cord to device handle and electrosurgical unit. Active cord fittings should fit snugly into both device handle and electrosurgical unit. Following instructions from electrosurgical unit manufacturer, position patient return electrode and connect it to electrosurgical unit." "Following electrosurgical unit manufacturer's instructions for settings, verify desired settings and activate electrosurgical unit. Note: maximum rated input voltage for this device is 2kvp-p for cut mode and 5 kvp-p for coagulation mode." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used three (3) cook acusnare polypectomy snares. When the nurse tried to use the snares to eliminate the polyps, the wires did not work at the electrocautery function. The nurse used other lot of the asm-1-s and the procedure was finished. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.